Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a fall, the patient experienced loss of stimulation and discomfort due to migration of devices. It was stated by the patient that fall was not device related. The patient underwent a revision procedure wherein the devices were repositioned, and two leads were added to aid better coverage. The patient was doing well postoperatively.